Event description:
It was reported that tip detachment and vessel dissection occurred. A 190cm, straight-tip hornet guidewire was inserted to the target lesion located in the mid left anterior descending artery. However, during procedure the wire broke off and it remained in the target lesion and caused vessel dissection. The procedure was completed with a non bsc device. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. It was confirmed that part of the distal end is missing and the wire is kinked. Specifically, the core was severed at a position about 8mm from the tip and at a position 13mm from the tip. The coil was stretched in the direction of the tip and severed. The length of the missing core wire is approximately 8mm and the length of the missing coil is estimated to be at most about 13mm. Also, there were two kinks observed; one 50mm from the distal tip with the wire bent at 50 degrees and the other 825mm from the distal tip with the wire bent at 85 degrees.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that tip detachment and vessel dissection occurred. A 190cm, straight-tip hornet guidewire was inserted to the target lesion located in the mid left anterior descending artery. However, during procedure the wire broke off and it remained in the target lesion and caused vessel dissection. The procedure was completed with a non bsc device. No further patient complications were reported.